Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was guided by technical support through a pump reset, which successfully resolved the issue, enabling the start of their sensor session.